Manufacturer narrative:
H.6. Investigation: no samples or photos were returned for analysis. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. Complaint could not be confirmed and root cause is not determined. H3 other text : see h.10

Event description:
It was reported that the pen ndl 32ga 4mm 14bag 700case jp experienced an inability to work/function during use. The following information was provided by the initial reporter: drug didn't come out during air purge with 2 units. However drug came out with 6 units. Please investigate the same issue in following 4 lot#s. 8275942,8297645,8282601,8255569

Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 8275942, medical device expiration date: 2023-09-30, device manufacture date: 2018-10-02. Medical device lot #: 8297645, medical device expiration date: 2023-10-31, device manufacture date: 2018-10-24. Medical device lot #: 8282601, medical device expiration date: 2023-10-31, device manufacture date: 2018-10-09. Medical device lot #: 8255569, medical device expiration date: 2023-09-30, device manufacture date: 2018-09-12. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the pen ndl 32ga 4mm 14bag 700case jp experienced an inability to work/function during use. The following information was provided by the initial reporter: drug didn't come out during air purge with 2 units. However drug came out with 6 units. Please investigate the same issue in following 4 lot#s. 8275942,8297645,8282601,8255569.